Manufacturer narrative:
The reported complaints of failure to capture and high pacing impedance were confirmed. The complaint of high defibrillation impedance was not confirmed but measured defibrillation impedance was lower than specification. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have excessive battery depletion. Electrical testing revealed an inadequate internal supply signal due to an anomalous component on the hybrid.

Event description:
It was reported that the patient presented remotely via merlin net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited high defibrillation and high pacing impedance. The patient presented in the emergency room feeling unwell. Upon review, it was noted that the implantable cardioverter defibrillator (ICD) exhibited failure to capture. Isometric testing was performed, and noise was not noted nor reproduced. The ICD was explanted and replaced. The patient was in stable condition.